Manufacturer narrative:
(D10) concomitant device(s): sps0121k - sm. Spacer shoulder kit 41mm. (B)(6).

Event description:
Post-operative of a revised right rtsa, it was reported via clinical study that the patient experienced another infection. Subject had infected tsa done elsewhere and a two-stage revision that was previously reported. Subject is now infected again. The patient underwent first stage of a revision with the implantation of an antibiotic spacer. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure. This event was reported through clinical trial study data collection activities and no other information is available at this time.